Manufacturer narrative:
The large hem-o-lok clip applier had a loose grip cable at the grip hub. The instrument failed the intuitive motion clip test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier jaws would not close when the surgeon used it. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the doctor stated that once they tried to use the clip during the procedure, the jaws would not close properly. There was a back up instrument that was opened and used once the problem was realized and the problem instrument was taken off the field and tagged for repairs.